Event description:
A device was implanted on 5/29/96. A revision surgery was performed on 9/30/96. The pump, balloon, and cuff were removed from the pt on 11/13/96. The remaining tubing was removed from the pt on 2/6/97 due to erosion at the scrotum.